Event description:
It was reported that a spectrum pump displayed 3 occurrences of the upstream occlusion messages in the intensive care unit. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.